Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to an unspecified leak.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, detached inlet tubing, and detached inlet/connector tubing were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached inlet tubing. No functional abnormalities were noted with the detached inlet/connector tubing the information received indicated the device had unspecified leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to an unspecified leak.